Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on an unknown date due to hyperglycemia and diabetic ketoacidosis. Customer's blood glucose level was unknown at the time of incident. Customer stated that they changed the insulin pump and it kinked over in two different areas and did not get a no insulin delivery alarm. The insulin pump will not be retuned for analysis.